Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between january 7, 2013 and january 8, 2013. Evaluation summary: baxter received one sample for evaluation. The patient control module (pcm) unit was attached to the infusor and visual inspection showed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and the average dispensed volume of the pcm unit was found to be within specification. The pcm was connected to the infusor and every fifteen minutes the pcm button was pressed and 0.5ml of fluid was dispensed. The sample evaluation found the pcm to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a basal/bolus infusor overinfused. This occurred during infusion of 60ml morphine and saline (non-baxter products). The expected therapy time was 5 days, but the actual infusion completed in 2 days and 3.5 hours. The reporter stated that a patient control module (pcm) 0.5ml was being used with the device, and its medication demand button was pressed three times during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.